Event description:
A replacement of a biotronik pacemaker by an alizea pacemakeris performed with leads in detection and bipolar stimulation but low impedances, around 190 ohm. It should be noted that the automatic implantation detection has been deactivated before replacement. The pacemaker had paced in bipolar but with the warning of low impedances in both leads. The physician has programmed in unipolar (the previous threshold was lower in this configuration). Next, she has performed the sensing and threshold test both in unipolar and bipolar. As soon as she wanted to program the pacing in bipolar again, the pacemaker has indicated that it is not possible to program the polarity in bipolar and both the pacing and the sensing of both leads remained in unipolar.

Manufacturer narrative:
An update of the conclusion is as follows: - the physician failed to program the device in bipolar after the tests due to the low impedances measured at both levels: o atrial impedance in bipolar was measured at 102.6 ohms. O ventricular impedance in bipolar was measured at 189.2 ohms. - at every polarity change asked by the user, a manual impedance measurement is performed. Since the value was below 200 ohms at both levels, the programming is not allowed, and a warning appears to alert the user. - based on the available data, no issue is suspected on the pacemaker. Nevertheless, the leads impedances are low with an average of 200 ohms. Therefore, an issue related to both leads can be suspected such as damages, lead-connection issue or wear and tear since they have been implanted in 1997. For more details, please refer to the attached analysis report.

Event description:
A replacement of a biotronik pacemaker by an alizea pacemakeris performed with leads in detection and bipolar stimulation but low impedances, around 190 ohm. It should be noted that the automatic implantation detection has been deactivated before replacement. The pacemaker had paced in bipolar but with the warning of low impedances in both leads. The physician has programmed in unipolar (the previous threshold was lower in this configuration). Next, she has performed the sensing and threshold test both in unipolar and bipolar. As soon as she wanted to program the pacing in bipolar again, the pacemaker has indicated that it is not possible to program the polarity in bipolar and both the pacing and the sensing of both leads remained in unipolar.

Manufacturer narrative:
The conclusions are as follows: everytime the user tries to reprogram the polarity from unipolar to bipolar, the programmer launches a bipolar manual impedance measurement. As the results are below 200ohms, the programmer doesn¿t reprogram the polarity and displays a pop up to warn the user.